Event description:
It was reported that pump experienced recurring malfunction alarm identified as malf 12, with no notable events occurring before each alarm. There was no adverse impact to the customer¿s blood glucose level. Customer reset pump with guidance from technical support, continued using pump with option to use multiple daily injections if needed. Technical support arranged shipment of replacement pump.